Event description:
The complaint was reported as: complaint alleges: "after 4 months the condition and shape of the mallets have deformed, and bitted around the edges of the mallet heads. Concerned customer mentioned that some bits of the mallets may have fallen inside the patient however there has been no reports of this". There was no medical intervention. Patient condition listed as fine.

Manufacturer narrative:
Device sample has been received by manufacturer, but investigation is incomplete at time of this report.